Event description:
It was reported that a user wearing a freestyle libre 3+ experienced recurrent low-glucose alerts overnight, including urgent low glucose and a sensor replacement prompt, followed by loss of consciousness with a documented nadir glucose of 47 mg/dl after aggressive corrections and a missed dinner announcement; the user later self-reported a fingerstick glucose of 207 mg/dl, administered fast-acting insulin, and temporarily disconnected from the pump. Symptoms included hypoglycemia with loss of consciousness and fall. Outcomes included self-treatment with oral carbohydrates and subcutaneous insulin, with no hospitalization reported. Investigation included case triage, counseling, and assignment for additional training. Investigation of this case revealed user-related use error associated with inconsistent meal announcements leading to insulin dosing not aligned with carbohydrate intake, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error related to missed meal announcement and subsequent corrective dosing.

Manufacturer narrative:
Initial.